Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the information provided by the technician expiratory valve coil and pull magnet were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet controls the opening and closing of the safety valve membrane. The pull magnet is electrically activated (closed) from the main block expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name, # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.